Event description:
The patient presented remotely via merlin.net. Review of the transmission revealed high threshold on the right ventricle (rv) lead. No changes or interventions were reported. The patient condition was not known.